Event description:
During a pulmonary vein re-isolation using a tacticath quartz ablation catheter, a pericardial effusion occurred. A double transseptal puncture was completed through a fast cath swartz sl1 introducer and an agilis introducer with a non-sjm needle. The tacticath quartz ablation catheter and a non-sjm lasso catheter were advanced into the left atrium. Ablation was done in the left atrium. Upon vein isolation, typical atrial flutter was induced, and all catheters were removed from the left atrium back into the right atrium. Rf ablation was performed in the area of the cavotricuspid isthmus. Following final rf delivery, it was noted that the patient's blood pressure had dropped. A viewflex ice catheter showed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient and the drain was left in place. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, and temperature testing, which all met sjm specifications. Shaft leak testing indicated the presence of a leak. Although this could result in a loss of contact force information, review of the log files indicated there were no contributing anomalies and revealed the optical signals and force measurements displayed throughout the procedure met specification. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.